Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer stated: after intubation 35 days prior, the junction below suture wing disconnected which resulted in blood oozing. Catheter cannot be used. New catheter reinserted, patient's condition is fine.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently under way. Upon completion, the results will be forwarded.